Event description:
One day post-op fibroid removal, patient reported to the emergency room with severe abdominal pain. It was determined that they would go back to the or to examine further. Upon examination, the surgeon discovered a 1/2 centimeter defect at the midline of the fundus and a button hole in the small bowel near the area. Performed a small bowel and uterine repair.

Manufacturer narrative:
No product will be returned for evaluation. (B)(4).